Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Ij access. Filter didn¿t deploy.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer, manufacture engineer and complaint analyst reviewed the sample returned from the customer. Customer returned delivery catheter sheath, cartridge hang with the pusher wire and pusher wire fully insert in the delivery catheter sheath. Also found coil and delamination wrap up the filter. Delivery catheter sheath was functionally investigated. Sheath was cut, coil was removed from the delivery catheter sheath 4.5 cm from the distal side of the sheath and the complaint was confirmed. Fi 2021-057 and CAPA c-2020-052 were initiated to investigate the root cause and corrective action of this issue.

Event description:
Ij access. Filter didn¿t deploy.